Event description:
It was reported device was post sensed t wave oversensing on ventricular channel. Programming changes were made during device check. Patient is asymptomatic. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.